Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an expired primatrix product was placed in a patient: "item# 607-004-440 lot# 2003035 with expiry date: march 31,2025 was sent to an integra canada rep without proper "sample" identification. Rep received no-charge po to bring requested item# on site to the facility on ahs po# (B)(4). On (B)(6). Tissue was mistaken as item# 607-004-440 lot# 2003035 allocated for customer use but instead provided item# 607-004-440 lot# 2003035 which was previously allocated for sample use. Tissue in question that was provided to the facility was stored at proper temperature and met all surgical and sterile ahs requirements as packaging was undamaged and had never been opened. Condition of packaging can be confirmed by pictures taken on (B)(6)." Reason for primatrix placement/sin location: oral/facial defect reconstruction. Placement date: (B)(6) 2023. Did the patient presented with any signs and symptoms related to primatrix? If yes, please provide details: dr. Has not indicated there were any adverse reactions.

Manufacturer narrative:
The primatrix (ID (B)(4)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) has been opened at the canadian dc to investigate this event to determine root cause and implement corrective action as necessary.

Event description:
N/a.